Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient noticed their implant was at elective replacement indicator (eri) yesterday (battery voltage 2.56v). Patient expressed dissatisfaction with the implant "already" being at eri and stated that this was their shortest lasting implant battery yet. The patient was redirected to their healthcare provider to further address eri. No symptoms reported. Additional information was received from the consumer reporting that the implantable neurostimulator (ins) did not last as long as expected because it "went dead in just a little over a year".